Event description:
It was reported that a pt underwent an indirect inguinal hernia repair procedure on (B)(6) 2010 and mesh was placed. After the surgery, the pt had an ache and the wound appeared red and swollen. Then the surgeon studied the surgery video and noticed the ache was due to a pinched nerve that occurred during the procedure. On (B)(6) 2010, the pt underwent a second surgery to remove the suture which he felt was trapping the nerve. The mesh was left in place. Now the pt if fine.

Manufacturer narrative:
(B)(4). (Pain occurred). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.